Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Unit was communicated properly with guardian link and glucose sensor simulator. No unexpected lost sensor alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a replace battery alarm. The customer¿s blood glucose level was 184 mg/dl at the time of incident. Another blood glucose level was 394 mg/dl. The customer reported that they had received the failed battery, replace battery and low battery alarm. The customer reported that this was the second occurrence of a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer declined the high blood glucose troubleshoot. The customer was advised the insulin pump will need to be replaced. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be and sensor will not be returned for analysis.